Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the steering difficulties and atrial perforation. It was reported that a mitraclip procedure was attempted on (B)(6) 2018. The steerable guide catheter (sgc) was advanced into the left atrium. The clip delivery system (cds) was advanced. Visualization was difficult due to the small left atrium and the device was unable to steer down the mitral valve. Multiple attempts were made, but resistance was noted, as the clip was contacting the left atrium wall. The entire mitraclip system was pulled back to gain more space; however, the septum was not visualized and the sgc was inadvertently pulled back into the right atrium. The physician attempted to push the sgc back through the septum and into the left atrium and tension was felt due to the septum. The tension released when crossing the septum. It was thought that the clip may have touched the atrium wall, causing an atrial perforation, as a pericardial effusion (pe) was noted. The clip was retracted back into the sgc and protamine was administered to reverse the effects of the heparin. The pe was stable and no intervention was performed to treat the pe. The patient was in stable condition and the procedure was aborted. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effects of pericardial effusion (pe) and cardiac perforation (atrial perforation), as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. All available information was investigated and the reported physical resistance (anatomy) and poor image resolution appears to be a related to the challenging patient morphology/pathology (small left atrium). The reported difficult to position appears to be a combination of the patient morphology/pathology (small left atrium) and procedural circumstances (visualization limitations). A definitive cause for the adverse event of atrial perforation could not be determined. The pe was a cascading effect of atrial perforation. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.